Event description:
It was reported that during the preparation for implanting the attune femur component a foreign body was visible on the femurcondyle. The first impression of the or team was that it was a scratch but it was a foreign material. There was a fifteen minute surgical delay. For the patient no consequences occurred because the foreign body was detected before the implantation started. There was a time delay because a new implant needed to be prepared for implantation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 150410104, lot j92n87, and no non-conformances / manufacturing irregularities were identified.